Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that towards the end of an esophagectomy, a piece of the active blade disengaged from the tip of the device. The piece did not fall into the patient cavity and will not be returned for evaluation with the device. Prior to the piece disengaging, red lights were observed and error tones were audible.